Manufacturer narrative:
Currently , it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she kept receiving a no delivery alarm on the insulin pump. Customer's blood glucose was 200 mg/dl ta the time of the incident. Customer was giving herself a bolus when the alarm occurred. Customer was assisted in performing a 5.0 unit fixed prime. Customer stated that the insulin did exit the tubing and the pump alarmed no delivery. Customer reported that the pump alarmed during manual prime. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.